Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation / migrated implant had perforated fallopian tube/ right essure coil protruding from the cornua and embedded into the posterior uterine wall"), embedded device ("right essure coil protruding from right fallopian tube approximately 2cm from the cornua and embedded into the posterior uterine wall") and pregnancy with contraceptive device ("post-implant pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, adnexal mass, adhesion, d & c, ovarian adhesion and fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, embedded device, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered embedded device, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation/migrated implant had perforated fallopian tube/right essure coil protruding from the cornua and embedded into the posterior uterine wall") and embedded device ("right essure coil protruding from right fallopian tube approximately 2cm from the cornua and embedded into the posterior uterine wall") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, adnexal mass, adhesion, d & c, pelvic adhesions and fibroids. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant) and pelvic pain ("pain") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, embedded device, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 9, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered embedded device, fallopian tube perforation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.